Event description:
Information received by medtronic indicated that the customer faced hypoglycemia. Blood glucose value at the time of the event was less than 40 mg/dl. Current blood glucose value was 172 mg/dl. Customer was treated with food. Troubleshooting was not performed and product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.